Event description:
It was reported that a balloon rupture occurred. A 15mmx3.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm in a form of a pinhole, within 10 seconds. The device was removed using normal method without any problem. The procedure was completed with a different model of the device. No complications were reported, and patient was good post procedure.